Event description:
The packaging of this product was defective reportedly, the package was "cracked" and the sterility of the product was compromised. There was no pt involvement. The device is being returned for co's analysis.